Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported inaccurate sensor readings. Customer's blood glucose is 174 mg/dl, but his sensor reading is 67 mg/dl. She stated that about one in every five sensors has accurate readings. After reviewing the sensor history, the sensors were trending in the same direction as customer's blood glucose level. Customer stated occasionally the sensors are bent when removed. Customer uses proper calibration methods. He was advised to upload his data to carelink to better review the data. Nothing further reported.